Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoractomy for repair and resection of the descending thoracic aorta and upper lobectomy, the device would not open on the pulmonary artery. It had to be broken off to remove it. It was not reported how the procedure was completed. There was no adverse consequence to the patient.